Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Updated: b4, g4, h6.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device was not returned for evaluation despite multiple attempts made by the manufacturer. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported to the patient registry that a 23mm 3000tfx pericardial aortic valve was explanted after an implant duration of eight (8) years, five (5) months due to aortic stenosis. The explanted valve was replaced with a 23mm non-edwards mechanical valve. When the aorta was opened it was observed that 23mm 3000tfx valve and its struts were diseased and adhesed to the aortic wall. The valve was explanted and the annulus was well debrided. The annulus was sized and a 23mm non-edwards mechanical valve was selected. Protamine was administered the patient was brought to the ICU in stable condition.